Event description:
It was reported that asymptomatic patient presented in clinic for follow up with several inappropriate high ventricular rate episodes. Upon review of stored electrograms, the right ventricular lead exhibited a noise artifact. Isometric testing was performed and the noise was reproducible in-clinic. On (B)(6) the patient returned to the clinic and programming changes were performed to address the issue. The patient remained stable during and after the changes.